Event description:
It was reported that during transport, the ventilator worked perfectly for ten minutes and then it stopped giving breaths with an audible alarm. The patient started to desaturate and the ventilator was removed from the patient. The patient was manually ventilated back to normal oxygen saturation. The ventilator appeared to be working correctly so the patient was placed back on the ventilator but no breaths were delivered. The ventilator was turned off while the patient was manually ventilated. After trying to place the ventilator back on the patient for the third time with the same results, the patient was removed from the ventilator and manually ventilated for the remainder of the transport. No patient harm reported.